Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The user's daughter reported via phone call that the user experienced a couple of emergency room visits with low blood glucose levels. On (B)(6) 2021 the user was at the hospital several hours before they released them. On (B)(6) 2022 they had to call ambulance and it took several hours to get them to come back around, was in diabetic coma for several hours. On (B)(6) 2022, the user's blood glucose level was 23 mg/dl and then in the hospital their blood glucose was 14 mg/dl. The user was on the floor when the user's daughter found them in the evening. The customer¿s current blood glucose value was 195 mg/dl. They did not provide information about symptoms of low blood glucose value. The customer treated high blood glucose with intravenous drip. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer report did not allege over delivery on insulin pump. Customer reported insulin pump was not worn during a medical procedure. Customer stated insulin not dripping or squirting from end of set before connecting at their site. Customer reported programming is accurate. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged possible over delivery, visit to emergency room and was hospitalized for dka and low bgs found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2021, there is no unexpected alarms/suspends and found manual bolus deliveries of dailytotalofbolusinsulindelivered = 60 u bolus. (B)(6) 2021 11:15:16.000 normalbolusdelivered normalbolusamountprogrammed = 15 bolusamountdelivered = 15. (B)(6) 2021 14:46:50.000 normalbolusdelivered normalbolusamountprogrammed = 25. Bolusamountdelivered = 25. (B)(6) 2021 19:48:42.000 normalbolusdelivered normalbolusamountprogrammed = 20. Bolusamountdelivered = 20. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for dka and low bgs. Customer alleged for possible over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report.